Event description:
During a procedure the operator had her paperwork on the upper door window of the amicus. One side of the window detached from the door frame and dropped into the centrifuge area. The lower side of the window was not causing interference with the procedure in the centrifuge. The procedure was finished with no donor issues. The window was then replaced. Two similar upper door window issues were reported in 2003.